Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection has been performed on the returned sensor patch and no physical damage was observed. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer experienced a seizure. The customer required treatment of glucose via intravenous drip and injection from a healthcare professional. There was no report of death or permanent impairment associated with this event.